Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.4 uiu/ml and repeated as 1.4 uiu/ml. A rapid test performed on the patient was strongly positive. The sample was then repeated on (B)(6) 2018 on a different e411 analyzer at another site and the result was 145 uiu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 17982503. The reagent expiration date was asked for, but not provided. No bubbles were observed in the reagent pack at the time of testing. The pack was down to its last two tests at the time of testing.

Manufacturer narrative:
The correct unit of measure has been confirmed as miu/ml. The result of 145 miu/ml was deemed to be correct. Calibrations performed on (B)(6)2018 and (B)(6) 2018 were within expectations. Controls were tested twice on (B)(6) 2018 and one run failed for both levels of control. The customer did not use rack adapters for 13 mm. Diameter tubes. The investigation was unable to find a definitive root cause.